Manufacturer narrative:
The pump was not returned as it was disposed of by the center. The report of driveline fault alarms and pump stoppages were confirmed based the evaluation of the submitted system controller log files; however, a direct cause for these events could not be conclusively determined. Driveline fault alarms were captured in log files from two different system controllers and during these alarms the same phase was attenuated. Although the root cause of the driveline fault alarms captured in the log files was unable to be conclusively determined the log file data suggests that these alarms were related to a potential issue with the patient's driveline. An additional log file which contained data from 27aug2017 at 04:15:44 through 31aug2017 at 11:29:49 captured multiple low speed events on 30aug2017 from 20:27:23 through 20:28:04. The pump speed was below the low speed limit of 8200 rpm for each of these events and multiple pump stoppages were captured as well. The patient was supported by batteries during this time and the low speed hazard alarm was active for each pump stop. Additionally, the driveline fault alarm was nearly constant throughout the duration of the log file. Based on past experience with the hmii lvas and similar reported events, the low speed events, pump stoppages, and driveline fault alarms that were confirmed through the analysis of the log files could be indicative of an issue with the driveline. A full examination of vad-15816 could not be conducted because it was not returned. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 1 year and 10 months. The explanted device will not be returned for evaluation as it was disposed of by the center. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient presented to the clinic on (B)(6) 2017. The device was interrogated and was found to have a driveline fault alarm. There was no pump stoppage noted. The patient was asymptomatic. The manufacturer¿s technical services confirmed that the alarm was a true distal end percutaneous lead (driveline) issue. On the night of (B)(6) 2017, more driveline fault alarms were reported. The system controller was exchanged. The log file from the backup system controller showed that the driveline fault alarm appeared to be caused by a distal end percutaneous lead (driveline) issue. The manufacturer¿s technical services indicated that both system controllers had the same issue with the distal end percutaneous lead (driveline) phase causing the driveline fault alarm. Percutaneous lead (driveline) x-rays were unremarkable. A distal end percutaneous lead (driveline) replacement was planned, but it was cancelled. It was decided that the patient will be monitored closely and log files will be sent on a routine basis. On (B)(6) 2017, it was reported that there were several pump stoppage events while the device was on battery power. Due to the patient¿s condition and the risk of external repair, the patient remained hospitalized pending transplant. Patient was listed as status 1a on the transplant list. The patient underwent a transplant on (B)(6) 2017. No additional information was provided.